Event description:
The customer reported that while monitoring a telemetry patient, they disappeared off the central station. The customer moved the patient to a different transmitter to resume monitoring. A spacelabs healthcare technical support representative advised the customer to reach out to their biomed to troubleshoot the issue. In a follow up call, the customer confirmed that the issue was resolved, however, no further details were available regarding the reported issue.